Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated to 3 atm and 10mm diameter; however, it deflated after 3 minutes. Another attempt was made to inflate the balloon to 5 atm and 11mm diameter, but it deflated once again. Reportedly, the balloon was then removed from the patient and was checked. A pinhole-shaped hole was noted in the wrapped portion right before the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter city: (B)(6). Block h6: problem code 1504 for the reportable issue of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found that the balloon did not have any visual defects and looked normal. Functional evaluation was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal bond of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Initial "repoerter" city: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, the balloon was attempted to be inflated to 3 atm and 10mm diameter; however, it deflated after 3 minutes. Another attempt was made to inflate the balloon to 5 atm and 11mm diameter, but it deflated once again. Reportedly, the balloon was then removed from the patient and was checked. A pinhole-shaped hole was noted in the wrapped portion right before the balloon. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.